Event description:
This report summarizes malfunction events. A review of the events indicated that one (1) patient sample tested on the neo iris automated blood bank system produced an unexpected negative result for anti-e. The result represented a false negative due to prior patient history or, testing completed by other methods that demonstrated the presence of the specific antibody. A review of four (4) patient sample events on the neo iris indicated unexpected abo/rh phenotype results during forward testing versus prior test results or, tube/gel test results covering anti-d, weak d and anti-b. Through post event tests and investigations, no specific causes were determined for the malfunctions.